Event description:
It was reported there were high threshold measurements of 3.1 volts at 1.0 ms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.